Event description:
Bed located at off-site warehouse with cuffed coil communication cable. Internal wires are exposed. No injury alleged.

Manufacturer narrative:
Technician found scuffed coil communication cable with internal wires exposed. Also bare wires on some wires can be seen. Replaced damaged coil communication cable assembly to resolve this issue.